Manufacturer narrative:
Physio-control evaluated the device and observed fault codes logged into the device's error log, dated the same date as the reported incident, but also observed proper operation through functional and performance testing and no new fault codes logged. Physio-control cleared the fault codes from the error log, repeated functional and performance testing, and observed proper operation. The device used in the reported incident uses operating system software version -032, which is affected by a tendency for the device to lock up, if it is turned on within 0.6 and 1.7 seconds of disconnecting ac power. The customer was notified by certified mail on 01/02/2007 of this issue on how to prevent a lock-up and what to do if a lock-up occurs. A field corrective action addresses this issue by updating the device's operating system software. Physio-control performed the field action to the device by installing the software update.

Event description:
According to the report, the device, "powered up ok, tried to deliver shocks - device froze, would not deliver. Backup defib was used - patient ok." No further information was available from the reporter.